Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge due to perpetually rebooting. Functional and pairing testing could not be performed due to perpetual rebooting. The receiver case was opened for an internal visual inspection and the ui pcba was detached to perform a download. The log did not contain any related errors. The reported event loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.